Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Bg value was not known. Cause was not known. Customer's neighbor provided peanut butter, crackers, water and a protein bar to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.